Event description:
The customer was hospitalized for high bgs. It was stated that the customer gave bolus with the remote and the pump did not deliver any insulin. The remote had sticky buttons. Later the customer called back and informed that they started the pump two days prior to the hospitalization. The alarm history was reviewd and showed an alarm. The customer also stated that the remote was not working properly and remained on the pump without using the remote. The customer's bg has been fine since then.